Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that her onetouch verioiq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter inaccuracy issue began at 7:19pm on (B)(6) 2016 when she allegedly obtained a blood glucose result of 100mg/dl using the subject device compared to a result of 70mg/dl using a onetouch ping device, both measurements within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for accuracy. The patient stated that she manages her diabetes using an insulin pump, and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient stated that she experienced symptoms of sweaty and nauseous approximately 4 days after the issue began, and reportedly self-treated with food/drink on (B)(6) at 1am in the morning. The patient confirmed that her blood glucose was not measured using any other device at the time. At the time of troubleshooting, the csr determined that the unit of measure was set correctly at time of testing and an approved sample site was being used. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.